Manufacturer narrative:
H4: the device was manufactured in september 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The actual device was not available; however, a retained sample was evaluated. A review of retention samples confirmed that the units met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set attached to their peripherally inserted central catheter (PICC) line leaked at the connection. The issue was identified during patient use. The fluids were stopped and the line was clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.